Event description:
It was reported that the 8015 had error 100.6120 and error code 110.6021. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8015 had errors 100.6120 and 110.6021, which were not identified during the customer call. The issue was resolved by having customer power on the pcu in system configuration mode to reset the error and the error went away after doing so. The customer wanted to send in under warranty. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.